Event description:
It was reported that the patient¿s previous system was broken. No patient symptoms were reported at this time. However, the patient reportedly was doing well in terms of spasticity control since the pump replacement. The device system was thought to have delivered compounded baclofen. Additional information as requested to clarify products involved, specific product issues, medication delivered, troubleshooting, patient symptoms, and outcome/resolution. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8731, product type: catheter. (B)(4).

Event description:
Further, the pump model/serial and catheter model were now provided. The serial of the catheter was not available. The implant date of the pump was reported as approximately sometime time between (B)(6) of 2008. Further details of the broken system were provided. The operation note reported, pump- when disconnected there was no cerebral spinal fluid (csf) flowing from distal catheter. The spinal wound was reopened and the spinal catheter disconnected. At that time, they were not able to aspirate. As reported, it was likely that the spinal catheter was blocked or displaced and that the doses of baclofen were not being delivered. The patient was experiencing ineffectiveness of itb with this system. His spasticity control had much improved after the pump replacement. This device system had delivered 'baclofen.' Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).